Event description:
It was reported to boston scientific corporation that a navigator¿ hd access sheath was used during a ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the stone got stuck into the sheath just where it goes over to the hub. Reportedly, the sheath was cut and the basket was replaced. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.